Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd ultra-fine¿ needle insulin syringe was found cracked prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (3) loose 1/2cc syringes. Customer states that the syringe was missing a piece of plastic. All returned syringes were examined and one sample exhibited a piece of the barrel broken off ranging from the 0-17 unit markings. Both remaining samples exhibited a scratched barrel around the 50 unit marking. Samples will be forwarded to manufacturing (holdrege) on 11may2018 for further review. Second investigation summary: on 15may2018, holdrege received three (3) 0.5ml syringes from an unknown reported batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. For all damage noted within the received samples, probable root cause is likely to be a jaw jam on the form fill & seal (ffs) equipment. When this occurs, any component or portion of the syringe may be involved in the jam and exhibit varying degrees of damage to the syringe, such as is noted within the received samples. For the majority of damage found from jaw jams, the device is rendered inoperable by the end user. Unable to perform DHR check for broken barrel and scratched barrel due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for broken barrel and scratched barrel due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel and scratched barrel). Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.